Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged card reader on the system monitor, was confirmed when the system monitor was evaluated by technical service. The damaged card reader had several bent pins that prevented the data card from being inserted into the system monitor. The data card reader is part of the main pcb assembly. The main pcb assembly was replaced. A damaged cable assembly between the main pcb assembly and inverter board (inverter cable assembly) inside the unit was also found; the cable assembly was replaced. The repaired unit was tested and returned to the rental/loaner pool. Incidental findings were also found. The physical damage to cable assembly (inside the unit) was not reported but found when the system monitor was opened for repair. The customer did not report any issues associated with the display screen. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) , the heartmate ii lvas IFU and the heartmate 3 lvas IFU . The system monitor (pn 101214) was built in may 2018. The packaged system monitor (pn 1286int) was placed into inventory on may 31, 2018. The unit was shipped to the customer on jul 10, 2020. The unit was previously shipped to another customer on aug 16, 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was an incidental finding of physical damage to cable assembly (inside the unit) that was not reported but found when the system monitor was returned for repair. The customer did not report any issues associated with the display screen.